Manufacturer narrative:
Initial and final MDR 1881552 - MDR 3003442380-2024-06694 - device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the two infusion set had bent cannula. It was located in upper abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.